Manufacturer narrative:
Concomitant products: product ID: 8591-38, lot# d29220, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient reported that the pump had only morphine at one point and the nurse increased it too high and the patient started having mental problems in 2014. Intervention and outcome not reported. If additional information is received a follow-up report will be sent.